Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pain, lower abdominal issues, urinary tract infections and dyspareunia.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.